Event description:
It was reported that the patient was having shortness of breath and a collapsed lung after the use of the life2000. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that during initial in-home training on the life 2000, the patient wore the device for approximately one hour, with an additional therapy session that same evening for approximately 1 hour. The following morning, he awoke short of breath on 8 liters per minute (lpm) nasal cannula. The patient contacted his transplant team who directed him to go to the emergency room where it was discovered he had a partially collapsed right lung. The patient is a 26-year-old male with a relevant medical history of cystic fibrosis with pulmonary manifestations with a bilateral lung transplant occurring in 2019 and pending second lung transplant. Per the patient¿s mom, they are ¿unsure if the lung collapsed due to it being weak, as this has happened before, or if it was caused by pressure from the life 2000.¿ it was confirmed the patient has not used the device since the day of initial training, and as of this writing, the patient is currently hospitalized. No malfunction of the device was alleged; however, the device is being returned due to the indefinite length of hospitalization and for billing hold. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. A collapsed lung (pneumothorax) occurs when air enters the pleural cavity, the space around lungs. This may cause pain in the chest and difficulty in breathing. A pneumothorax occurs when air from your lung or the outside environment leaks into your chest cavity. The buildup of air in the space between the lung and the chest wall puts pressure on your lung, causing it to collapse. Pneumothorax can occur for many reasons such as damage of lung tissue from diseases such as cystic fibrosis (noted in the patient¿s medical history above), copd, asthma, trauma, or pneumonia. Urgent medical attention is usually recommended in severe cases by healthcare providers. It often requires lab test or imaging and is treatable by a medical professional, in some cases treatment with chest tube to resolve. Inspection of the device by a hillrom technician found the device to be functioning as designed. For this event, there was no alleged malfunction with the device, however the customer did report medical intervention for the collapsed right lung to preclude permanent damage to body function, indicating a serious injury occurred. It is likely the collapsed lung occurred due to his noted medical history (including pneumothorax in the past), condition of cystic fibrosis and need for a second lung transplant; however due to limited information provided, the device causing or contributing to the serious injury (pneumothorax) cannot be ruled out. Based on this information, no further action is required.